Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device gave a cassette attachment error¿ was not replicated during testing but was confirmed by finding ¿cassette not attached properly¿ alarm in the event log. The downstream occlusion (dso) sensor was defective causing dso calibration and occlusion test to fail. The dso sensor and seal were replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump gave a cassette attachment error¿; during device evaluation the downstream occlusion sensor was defective. There was no patient involvement or harm.